Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): the device was returned, analyzed and no anomalies were found.

Event description:
It was reported that a device check was performed before the monitor was implanted and noise appeared on the display. It was also reported that the electrodes positions were changed, but the noise did not go away. The device was not used and was replaced. No patient complications have been reported as a result of this event.